Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6), 2023, during the preparation of the injection room, the nurses in the emergency department of our hospital found that the indwelling needle had white debris at the interface. In order not to affect the patient, the indwelling needle was replaced immediately.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 2354408. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported while using bd intima-ii y 20gax1.16in prn/ec slm foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: on july 10, 2023, during the preparation of the injection room, the nurses in the emergency department of our hospital found that the indwelling needle had white debris at the interface. In order not to affect the patient, the indwelling needle was replaced immediately.